Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Bolus amounts from bolus history match bolus totals from total daily dose history. The pump passed delivery accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 19mmol/l with extreme drowsiness/difficulty waking up/confusion, shortness of breath upon exertion, fatigue, polydipsia, polyuria and moderate ketones. The patient was treated with the advise of their healthcare professional and treated with insulin via pump. Customer support (cs) reviewed the pump and basal delivery totals in total daily dose match and the basal history matches the active basal program settings. The bolus history was reviewed and the bolus totals do not match (with a >5% difference). This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.